Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. An xxl balloon dilatation catheter was in use when the balloon ruptured and fragmented inside the patient. The fragment was removed using a snaring device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A full visual and microscopic examination was performed on the returned device. The device was received in three separate sections. One section consisted of hub/manifold and shaft, the second section consisted of shaft and the proximal balloon bond. The third sections consisted of extremely bunched up balloon material and the tip. A visual and tactile examination identified a complete break in the shaft of the device approximately 19mm distal to the strain relief. A microscopic examination of the break site noted that the shaft break was clean and concise which may indicate the shaft was dissected to remove the device when it became stuck in the patient. Multiple kinks and stretching damage was also noted along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A complete circumferential tear was identified in the balloon material at the proximal balloon bond. The entire balloon material was detached from the device. The detached balloon material was returned severely bunched up with solidified blood on both the inside and outside of the material. The investigator extended the balloon material during analysis and no balloon material appeared to be missing. No issues were noted with the balloon material or proximal balloon bond that could have contributed to the complaint incident. A visual and microscopic examination identified that both the proximal and distal markerband were completely detached from the shaft of the device. The balloon was dissected during analysis and one of the markerbands was isolated within the bunched up material. The other markerband was not returned for analysis. The detachment of the markerbands may have occurred when the shaft became stretched. A visual and microscopic examination identified that the tip was intact and undamaged. No issues were noted with the tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred an xxl balloon dilatation catheter was in use when the balloon ruptured and fragmented inside the patient. The fragment was removed using a snaring device. No patient complications were reported.